Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Pump received with blank display due to moisture damage on the electronics assembly. Unable to verify unexpected battery power loss, excessive no delivery alarm and perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test due to blank display. Pump received with moisture damage on motor, vibrator, keypad and battery tube assembly.

Event description:
The customer reported via phone call that the battery life does not last as long as when insulin pump was new. The blood glucose was unknown. The device will be returned for the analysis.